Event description:
It was reported that during an unknown procedure, the surgeon was not able to activate the instrument. ¿tighten assembly¿ and ¿replace instrument¿ error in newly opened ace36e instrument. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested with a test handpiece and generator and the device did activate using max and min buttons. No alert screens were displayed during testing. However, the device was disassembled to inspect internal components and corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device.